Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received an unspecified intrathecal medication via an implantable pump. It was reported that this pump was removed on (B)(6) 2014 due to infection. No further information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2014, product type catheter. The pump system delivered baclofen 500 ug/ml at 215.13 ug/day. Analysis revealed no anomalies with the pump as the pump met specification. An 8731 was noted as implanted. However, an unidentified catheter was returned and analysis revealed the sc connector had coring-tears-cuts in the seal which met leak criteria. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.